Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the device history record (DHR) of the system console (B)(4).

Event description:
The patient underwent an electromagnetic navigation bronchoscopy (enb) on (B)(6) 2015. The site reported that per online obituary the patient died on (B)(6) 2015. They indicated that the death was not related to the enb device or procedure which took place four months prior.